Event description:
This case, reported by a diabetes nurse educator via a sales rep with add'l info from the consumer, concerns a pt who experienced hyperglycemia. The pt was taking insulin lispro (humalog) via pen injector device (humapen ergo-unknown type) for treatment of diabetes. It is unknown whether the pt was trained. It is unknown how long pt was using the humapen. It is unknown whether pt was taking any other medications. During treatment with insulin lispro via humapen (unknown model/lot number), the pt experienced hyperglycemia. The pt did not "trust the pen" and was testing every 30 minutes to make sure "pt was ok". Pt was experiencing bad control of blood glucose levels and as a result experienced hyperglycemia. The pt was "hospitalized in an out-patient treatment centre" and was off work for (unknown amount) of days. Pt disposed the humapen. Pt is back to using syringes and is doing ok. The reporting diabetes nurse educator believes the event is related to the humapen. Nurse educator would not provide further information. No further information is expected.